Event description:
Patient was receiving the 2nd of 14 fractions of 250 centigray treatments to the ear. The therapist accidently pressed the 'auto radiography' button rather than the 'treatment' button which delivered approximately 9 times the intended dose. No health effects are expected. Maximum dose received: 2250 centigray.